Event description:
Customer reported the insulin pump alarmed button error. Customer attempted to fix issues by replacing the battery. Customer did know current blood glucose. Customer reported she went into the pool with the device on, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.